Event description:
The product was used during a lavh procedure. Reportedly, the instrument did not fire and was difficult to open. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/17/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.